Event description:
Implant "stripped out" while being inserted. Doctor had to open shoulder to retrieve implant. Bone tap was used in the surgery. No injury to patient.

Manufacturer narrative:
Each production lot conmed linvatec biomaterials produces is released based on the mechanical test results and dimensional measurement data. Mechanical lot release test results of lot s0002305 were in the normal, acceptable level and there were no deviations on the in-process dimensional measurements. This is the first complaint referring to this lot. When encountering hard bone the duet disposable tap (bt1004) or reusable duet tap (bt1007) should be used. Since the torsion resistance is less than that of metal screws, extra attention should be paid to proper tapping of the hole as well not using too much torque when implanting the screw.